Manufacturer narrative:
(B)(6) 2018. (B)(4) technical support advised the customer to clean the screen and touchframe. Reportedly, an error code was observed in the logs. The customer was provided with a replacement part number. Technical support contacted the customer to determine if the part replacement resolved the issue, however no response was received.

Event description:
The customer reported the unit failed the extended self test keypad test. There was no patient or user harm reported. The event date was not specified; estimate used.